Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The tip breaking (ceramic and electrode) condition was confirmed. The detached ceramic and electrode tip was not returned for evaluation. Visual wear and scratch marks were observed on the lumen, ceramic and insulation. Review of the device history record of this lot disclosed no discrepancies that could contribute to this condition. Non-conformance report historical data was also reviewed for any event associated to subject part number and lot number identified by the customer. An investigation is currently in process after an increase in tip breaking condition including this part number was observed. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component, poor assembly process and/or misuse. Another contributing factor for the tip breaking condition is the part strength per design (design factors like material properties, stress concentration areas and cross section of the part) combined with excessive force (torque). A percentage of these parts are expected to break when exposed to bending forces exceeding the strength of the part. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during an arthroscopy procedure, the tip of the unit fell off. It was further reported that the unit was removed and a replacement was used. The procedure was not significantly delayed and no known adverse consequences were reported.

Event description:
It was reported that during an arthroscopy procedure, the tip of the unit fell off. It was further reported that the unit was removed and a replacement was used. The procedure was not significantly delayed and no known adverse consequences were reported.